Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels. The customer's blood glucose was 50 mg/dl. The customer stated that she had been lying on the couch when her husband came home and found her unresponsive. The customer's husband also stated that the customer had been slurring her speech. The customer stated that the perceived cause of the low blood glucose was community pneumonia. She noted that the type of insulin she used had been changed recently. She stated that she would consult her doctor regarding low blood glucose and insulin use. She was advised that the insulin she used was considered off label use. She noted that she had been having low blood glucose for the last 3 months. The customer was advised to discontinue use of the insulin pump until she spoke with the doctor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.